Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6 (type of investigation, component codes), d10. Nurse wanted to verify that they took the correct steps to troubleshoot a gas loss alarm. They had done everything correctly. No blood seen in the helium tubing of the catheter. It is non-fo but they cannot identify it at the time of the call. Esp personal and nurse also discuss the clinical reasons the alarm would present itself. Nurse stated the patient had a severe coughing fit at the same time the alarm occurred.

Event description:
Na.

Manufacturer narrative:
All steps performed correctly, no blood in helium tubing.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.